Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door failures were reported on doors 1 and 5, with a ¿failed hardware¿ error message. A field service engineer (fse) performed a visual inspection and identified oxidized harness connections and were cleaned and treated. After completing the corrective actions, the fse resumed testing and observed no further issues. The user verified proper operation through inventory counts. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 and door 5 were failed, which located on r-10rmain. Also, an error message stated that hardware failure. The customer tried to reboot and recover the storage space, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.